Manufacturer narrative:
The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that a hahn tapered implant failed to osseointegrate and lost the primary stability. The implant was extracted 24 days after it was implanted into tooth # 14. It was reported that the patient had no symptom besides the implant was found to be loose. The implant site had type 2 bone quality. There was no infection. The implant site has healed completely with sufficient bone. The patient is ready to have implant replaced. There was no abnormality with the implant.

Manufacturer narrative:
The device was returned and evaluated. A visual and microscopic inspection were performed and no deviations were found. The critical parameters of the implant were measured and no deviations, no defects, nor non-conformities were found. The part met specification. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. The incident, "failure to osseointegrate", is a known common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The IFU was reviewed and precautions are provided, to take into consideration when placing a hahn implant. "Minimizing tissue damage is crucial to successful implant osseointegration. Risk of osseointegration failure increases as tissue trauma increases. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." In addition, possible responses to this complaint could be attributed to various causes such as insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene could also be contributing factors to the lack of osseointegration. A warning provided in the IFU states "absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." No abnormality with the implant was confirmed. At this time the reported issue will be tracked and trended.